Manufacturer narrative:
As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date under event field. The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was broken. Blood came out during the procedure. It was not known if the procedure was completed successfully. It was not known if there was medical intervention. There was no patient consequence. Additional information was received. It was not known if the hemostatic valve dislodged inside the hub or outside of the hub. Blood came out of the valve. It was not known if the brim cap/hub became detached from the sheath. Picture was provided. The diaphragm at the end of the valve seems to be damaged. Air did not enter the patient¿s body. No consequence for the patient. Approximately a few milliliters of blood were lost. The physician noticed it quickly. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-apr-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The investigation was completed on 21-apr-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the photo does not provide sufficient information related to the valve issue reported by the customer and therefore, no results can be obtained from it. The customer complaint was not confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed reddish material on the valve; however, no damage was observed on the vizigo sheath. Then, the returned sample was connected to a syringe with water and no leakage was observed. Then the irrigation of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the investigation. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿hemostatic valve separation¿ issue. -investigation findings: appropriate term/code not available (c22) / investigation conclusions: no problem detected (d14) were selected as related to the photo provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).